Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak from the bath area of the coulter ac t diff analyzer while she was cleaning the baths. Customer reported that the fluid leaked onto the counter. Customer reported that she was not wearing any personal protective equipment at the time. Customer reported that some fluid got on her hand. Customer reported that she washed the fluid off. Customer reported that the fluid come into contact with open wounds or mucous membrane. Customer reported that she did not seek medical attention. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical specialist (cts) assisted the customer via the telephone. Cts instructed the customer to empty the waste container. Customer reported that the baths did not overflow and no other leakage was observed after the analyzer was rebooted. Customer reported that she ran controls and all controls were within limits.